Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the bag for collection was found to be broken. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the product was returned used, with the pouch detached from the metal ring. No visual abnormalities were noticed. Pmv performed functional evaluation: plunger was pushed and flexible metal ring protruded without difficulty. Specimen pouch was filled with liquid to test for leaks and none were found. Plunger was pulled and metal ring was retracted completely into the shaft of the instrument without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.